Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 290 mg/dl and a correction bolus was delivered to address bg. During a pump system check with tandem technical support (cts), the pump time/date were found to be incorrect and customer reported cause to be due to use error. Customer corrected time. Humalog was reported to have been used for 3 days. Cts informed customer that humalog was labeled for 48 hours use with the cartridge.